Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, bioglue was used in a dural procedure. The patient experienced post-operative csf leakage after the procedure. A repeat operation was performed and bioglue was used again. The patient again experienced csf leakage post-operatively. A third operation was performed and bioglue was not used in this procedure. However the patient still has csf leakage.